Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy, the handle of the device was sticking and would not release. This occurred since the beginning of use with the device. The product was replaced and the procedure was completed without any further issues. No patient injury occurred or medical intervention required.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. One used lf4318 was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects, and the jaws were open upon receipt. Mechanical testing confirmed that the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.